Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Healthcare professional reported that the patient's ins was removed on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient that the cause of the ins being dead was the patient sitting at the bedside of a spouse in critical care, and there was no availability to charge at the hospital for the amount of time to charge. The pain doctor the patient currently sees was to replace the device for the updated version.

Event description:
Hold for vm (B)(6) 2024: information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for spinal pain. Pt reported their spouse suffered a heart attack 5 years ago and now they were the caregiver. During spouse's hospital stay, work was being done on their home and apparently the remote and charger and all external equipment wasn't at the house after they returned. Pt noted the stimulator was not working. Agent emailed pt back to call patient services. (B)(6) 2024: additional information was received from patient who reported the cause of the implantable neurostimulator (ins) not working was due to the battery being dead. Patient reports they are planning on replacing their stimulator to be a more updated version. The issue is not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.